Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a burning sensation. Starting in the summer when she would turn the device on she felt like she was getting burned from the inside out. This continued to do that on and off and the burning sensation was random and there was no pattern. A manufacturing representative (rep) was made aware of the burning sensation in the summer. He checked the device and said everything was ok. Additional information was received from the patient via a manufacturer representative. It was reported that the ins used to cause a burning sensation when she had it on. The ins has been off for a while. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the burning sensation was not determined. They stated that no actions have been taken to resolve the issue yet, as the patient¿s battery is dead. The issue has not been resolved at this time. They stated that the patient has an appointment with their physician on (B)(6) 2018. No further complications were reported or anticipated.